Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated and no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device/system was not evaluated at the time of filing. No components were returned to the manufacturer at the time of filing. Manufacture date not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was experiencing an intermittent issue that displayed "localizer not connected". There was no patient present.

Manufacturer narrative:
A software investigation was initiated, however since the behavior could not be replicated, it was not possible to determine probable cause. If information is provided in the future, a supplemental report will be issued.